Event description:
On (B)(6) 2025, the user experienced both hypoglycemia and hyperglycemia, with the lowest bg of 47 mg/dl and the highest bg of 401 mg/dl. The hypoglycemia was treated with oral carbohydrates provided by the user¿s caregiver, and glucose returned to range. The event was associated with repeated meal announcements to correct high bg, leading to insulin stacking. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.